Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that high lead impedance was discovered on a vns pt by a surgeon. The surgeon indicated that the high lead impedance (7/limit/high) had been present since (B)(6) 2010 but had not been reported to the MFR. F/u was made with the pt's treating neurologist and info from the neurologist revealed the last known good diagnostics were performed back in 2008 and were marked as normal. The neurologist did not suspect any pt manipulation or trauma to the device and she did not program the pt off due to the high lead impedance. X-rays were taken but were not going to be provided. The physician's x-ray eval was also not provided. The pt underwent full revision surgery as scheduled and good faith attempts to obtain the explanted devices have been unsuccessful to date.